Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, the q1 current controlling transistor was shorted. The cause of the resets and inability to charge the battery pack is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that patient's battery charger was resetting.